Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "lens scratched"the returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and one haptic. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health professional reported that during cataract surgery with iol implantation the lens was scratched and the doctor removed after noticing scratch. There was patient contact and the surgery was completed with back up lens. Additional information received and stated that there was no patient harm.